Event description:
It was reported that during a shoulder arthroscopy procedure, the anchor broke when it was being implanted. Anchor and broken pieces were removed from the patient. A backup device was available to complete the procedure. No surgical delay or patient injuries were reported.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a shoulder arthroscopy procedure, the anchor broke when it was being implanted.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading (2) over tensioning the suture (3) misalignment of inserter handle. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. Do not over tension the sutures as breakage or tissue pull through may occur. Additionally, over tensioning the suture may result in incomplete insertion or implant pull out. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.